Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 3487a-33, lot# j0225609v, implanted: (B)(6) 2002, product type: lead; product ID: 3487a-33, lot# j0222848v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported the patient had back surgery about 5-years ago to have rods and a fusion done. Since the surgery, the patient's implantable neurostimulator stopped working. The patient had not seen a physician to explant. No patient symptoms reported.